Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The laser system is not an implantable device. Section d6b - explant date: not applicable. The laser system is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the product was not available for return for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : see h10

Event description:
It was reported that after the use of the laser system, the surgeon had an incidence of sand of sahara (sos) syndrome in which the patient's left eye had grade 2 diffuse lamellar keratitis (dlk) and the right eye had grade 1 dlk. No further information was provided.